Event description:
Customer reported system will not always boot up on the first attempt. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the single board computer needs to be replaced. Customer has not yet given permission to repair. This MDR is related to ge healthcare complaint number.